Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment was performed when the issue happened. The procedure was completed by waiting for the image to stabilize. A philips field service engineer (fse) inspected the system and confirmed that signal is lost intermittently on the flex vision display. After reviewing log file, fse found the cause of the problem was flex vision pc malfunction. Fse changed the flex vision pc. After the replacement of the flex vision pc, the system was returned to use in good working order. The defective part was returned for analysis and the malfunction of single link dvi was found. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a loss of live image. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.